Event description:
It was reported that the bd syringe 5ml ll tip bulk convenience pak had foreign matter. The following information was provided by the initial reporter: material# 309703, batch#: 5218660. Rcc received a complaint via email. Dmr#: 625 po#: (B)(4), defect material description: syringe tray, 5ml bd 25pk (ref. 309703), lot number: 5218860, item code: 309703, defective quantity: 1, defect description: 1 unit had a tan to brown particulate that was classified as ¿intrinsic to bd¿s manufacturing process, observed date: november 4, 2025, observed during which process stage: ilp, ir/ dmi number if launched: dev-04106, sample availability for supplier to investigate: no, is defective evidence (i.e. Pictures; test results etc.) Available? Yes, is patient impacted? No, if defect has been reported to third party? No, if the defect report from quva customer? No, is there a trend observed? No. Additional information: date of event: 4 november 2025, lot number: 5218660.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of foreign matter (discoloration) was confirmed upon inspection of the photo. Analysis of the sample showed that it was possible to observe white discoloration of the syringe. However, it was not possible to determine from the photo if the discoloration is in or on the barrel of the syringe. Bd cannot confirm the cause of the failure since no sample was returned for evaluation. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.